Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella rp flex placement for right ventricle (rv) support post left ventricular assist device (lvad). Systemic anticoagulant was initially held due to increased output from chest tubes and concerns of bleeding. While repositioning the patient, purge pressures suddenly rose to over 1000 and flows decreased suddenly and remained unimproved after purge pressures normalized. Chest x-ray revealed pump migrated, and, after repositioning pump using best practices, flows remain unchanged. Pump was explanted at the bedside and thrombus could be visualized on catheter. The patient remained stable.

Manufacturer narrative:
The impella rp flex returned for evaluation. Upon visual inspection, biomaterial was observed to be wrapped around impeller blade. Data logs at time of issue shows motor current spike with concurrent speed deviation. At time of motor current spike, placement signal steps up, and pump flow steps down. Additionally, purge pressure increases after motor current spike. Clinical details noted that purge pressure was able to resolve after increase but flows remained low. Additionally, a clot was visible on explant of the pump. The root cause of the low pump flow was most likely due to biomaterial ingestion. As the biomaterial thrombus was the root cause of the low pump flow, the failure mode of "thrombus" has been removed and was investigated under the "low pump flow" failure mode. Per the investigator finding please find the below changes to manufacturer device report. B1 changed to product problem only b2 should be blank h1 type of reportable event changed h6 code 4440 and 4628 were reported incorrectly. New code was added to health effect - clinical code the following have been reported incorrectly or missing from manufacturer device report. G1 reporting contact fax number missing.